Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - the acetabular cup associated with this report was not returned for examination. Depuy considers the investigation to be closed. If additional information is received; it will be evaluated and processed per depuy procedures. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019 surgeon dr had to remove a liner from a patient as it had disassociated and replaced it. Original surgery was done on (B)(6) 2015. The scallops on the liner he removed were worn down.

Manufacturer narrative:
Product complaint # (B)(4).